Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that her daughter experienced high blood glucose. The customer blood glucose level was 405 mg/dl at the time of incident and the current blood glucose was 319 mg/dl. Customer treated high blood glucose with insulin pump. Customer mother declined trouble shooting for high blood glucose. The device will not be returned for analysis.